Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a farawave was selected for use. It was noted that the central axis of the flower broke, making removal impossible. The catheter was replaced, and the procedure was completed without complications reported. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline cage array. Both the guidewire lumen and spline cage array remained attached to the catheter; no components were completely separated from the device. The deployment mechanism was felt damaged due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible.

Event description:
During a procedure a farawave was selected for use. It was noted that the central axis of the flower broke, making removal impossible. The catheter was replaced, and the procedure was completed without complications reported. The device is expected to be returned.